Event description:
It was reported that an increase in capture threshold was observed. Suspected lead fracture was noted via x-ray. Lead revision was postponed due to patient having another medical condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.